Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no objective evidence that a liberty cycler set or product deficiency was associated with this event. The patient¿s pd culture yielded growth of staphylococcus aureus which is a bacterium known to reside on human skin. Therefore, based on the information available the patient¿s peritonitis can be reasonably attributed to touch contamination, as reported by the patient¿s pd nurse. Peritonitis is a well-known potential complication in pd patients that is often associated with touch contamination during the pd exchange. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient on peritoneal dialysis (pd) therapy had peritonitis. According to the pd nurse the patient was experiencing symptoms of cloudy pd effluent. As a result, the patient was hospitalized with peritonitis. The patient¿s pd culture yielded growth of staphylococcus aureus. The patent was initiated on antibiotic therapy with cefazolin 2 grams intra-peritoneal (ip) for 21 days. Reportedly, the patient also continued pd therapy while hospitalized. The patient was discharged 17 days later to a nursing home and is reportedly recovering from the event. The nurse reported the patient did not have any fluid leaks, or any other issues with any fresenius device/product in relation to the event. According to the nurse, the patient¿s peritonitis was associated with touch contamination.